Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient developed an infection and subsequently underwent an abutment removal under local anaesthetic and a cover screw was placed. The implanted device remains.

Manufacturer narrative:
Correction: it was reported that the patient experienced a loss of osseointegration, no infection or abutment change occurred as originally reported. This report is submitted 04 november 2019.